Manufacturer narrative:
(B)(4). The sample was received and evaluated. A fractured connector was identified as the cause of the leak. This international product is distributed outside the u.s. And does not have a 510k number, but it is being reported as it is the same or similar to a product distributed within the u.s. This MDR is being submitted as part of baxter renal's retrospective review & remediation project. This report is being filed late to fulfill baxter's commitment to perform a two year retrospective review of renal complaints in response to FDA-warning letter chi-07-10.

Event description:
On (B)(6) 2009, the customer reported that 1 unit of mrm2607 lot sx09av7 started to leak during prime. A sample was available. There was no injury or medical intervention reported for this event.